Manufacturer narrative:
On (B)(6) 2016, the field service engineer (fse) was dispatched to the customer site where he cleaned and lubricated the cup presence sensor, re-aligned the internal components of the cup transfer assembly, re-installed and verified all the cup transfer alignments. Also, the fse applied tech bulletin t104. Then, the customer ran calibrations without obtaining any errors. After the service, the aia 900 was working as intended. No further action required by fse. The most probable cause of the reported event was due to a sticking presence sensor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported error 2163: c-trans cup not released issues with their aia 900 analyzer. The customer was unable to run prolactin and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prolactin and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.